Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2015, the patient was initially implanted with a bifurcated stent, a suprarenal extension and two (2) limb extension. On (B)(6) 2018, endologix was made aware of a type 3a and/ or 3b endoleak. It was reported that the physician is unable to re-intervene due to a clotting issue. The patient may also have a hyper-sensitivity to ptfe. The patient is currently being monitored. No additional patient sequelae has been reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was to find substantial evidence to support the following reported events of a type 3b endoleak of the main body with sac growth. There was no evidence of a type 3a endoleak rather it was a type 3b endoleak. Clinical was able to find the following additional findings of a secondary procedure where an amplatzer plug in left common iliac artery was placed and femorofemoral (femoral-femoral) bypass that was performed on (B)(6) 2018, a stent in the right renal artery discovered on a CT scan 2 month post initial implant, aortic and iliac stenosis (intra-stent mural thrombus), and left leg ischemia for an acute occlusion (emboli from main body stent) of the left femoral artery discovered 25 months post implant. The most likely cause of the compromised stent graft integrity (breached) of the main body was the extra manipulation to the system at 25 months post implant and five months prior to the event. The most likely cause of the inadequate stent graft patency was a combination of the off-label iliac anatomy with the patients pre-existing coagulopathy and current tobacco use. The patient was discharged home in a stable condition on the fifth post-operative day. To date there has been no reports of further negative sequalae. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.